Manufacturer narrative:
A follow up report will be sent upon completion of the investigation.

Event description:
Info received following a visit to the physician indicates that during use of this device, the pt developed a pericardial effusion. The temporary pacing electrode remained in place and the pt went for an emergency angiogram which indicated cardiac tamponade. The pt was already scheduled for open heart surgery, and at this time the pt was immediately transferred to another hospital to perform the surgery. Additional info from (B)(4) 2010 identified that the pt was discharged home post surgery in good condition.